Event description:
It was reported that the display of the light source did not show the correct image and displayed a b30 error code (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.